Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached cannula that occurred on (B)(6) 2015. Patient stated that upon insertion of the sensor wire, the cannula detached and was hanging off the applicator. At the time of contact, no injury or medical intervention was reported.